Event description:
It was reported that a customer experienced an issue with four leaking cartridges. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding corrective actions or outcomes was received.